Manufacturer narrative:
Schaima abdelhadi. Feasibility and safety of minimally invasive r1 vascular surgery for hepatocellular carcinoma: a cohort study. 2024. Surgical endoscopy 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study analyzed the outcomes of patients who underwent minimally invasive r1 vascular surgery for the treatment of hepatocellular carcinoma between april 2018 and may 2023. It was noted that during the laparoscopic approach laparoscopically, parenchymal transection was performed using bipolar forceps and a crush-clamping technique in combination with sealing a ligasure device or a competitor product. There were 58 patients included in the study and complications included post-hepatectomy hemorrhage, treated with blood transfusion and/or revision surgery. Feasibility and safety of minimally invasive r1 vascular surgery for hepatocellular carcinoma: a cohort study, schaima abdelhadi, surgical endoscopy 2025.